Event description:
Headless pin was broken and it could not be removed from the hole of the cutting guide.

Manufacturer narrative:
Inspection of the returned device observed galling damage on the smooth pin fragment and cutting guide bore. The investigation determined that this event was related to a trend previously noted across all knee product lines that use the 1/8 inch diameter headless pins. Debris, incorrect angle of insertion or the reuse of a damaged pin can lead to the galling and seizing of the pin inside of the hole. A CAPA was opened in january 2005, to determine root cause and to develop an effective corrective action. An ecn was implemented in june, 2006 to add flutes to the bottom half of the pin. The flutes allowed the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. The fluted version of this pin became available in 2006, and is identified as catalog 7650-1038a. There is no indication at this time that the materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Headless pin was broken and it could not be removed from the hole of the cutting guide.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.